Event description:
It was reported that during lumbar fusion surgery the locking caps cross threaded on the first thread. They were removed and spare looking caps were available which functioned properly, there was no pt injury adn this caused a 1 minute delay in surgery.

Manufacturer narrative:
To date the device involved in the reported incident have not been received for eval. An investigation has been initiated based on the reported info.